Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer has had difficulty controlling the a1-c levels. As the contact did not have the pump at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the a1-c level was unable to be performed.